Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pains and ventricular tachycardia (vt). The right atrial (ra) lead exhibited intermittent oversensing on stored arrhythmia electrograms (egm). The right ventricular (rv) lead also reported chronically low r waves. The ra and rv leads remain in use. No further patient complications have been reported as a result of this event.